Event description:
On (B)(6) 2024, I underwent an anterior cervical discectomy and fusion at (B)(6) hospital. The surgeon implanted three mtf biologics cadaver bone allografts (cc natural lordotic, standard, 7 mm, item no. 018407) from three separate deceased donors (serial nos. (B)(6)) and depuy synthes zero-p natural plate size 7 hardware (catalog no. 04.617.707s, lots 9260p45 and 8307p85) with 3.0 mm ti cervical spine locking screws 14 mm (catalog no. 04.617.814.02s, lot 9843p39). The operative record indicates one locking screw failed intraoperatively at the c3-4 level, resulting in 11 screws implanted instead of 12. The implant record does not document which allograft was placed at which vertebral level and does not map device lots to specific levels. Within 14 days of surgery, I developed a surgical site infection. A deep cervical culture was obtained on (B)(6) 2024 and sent to (B)(6) laboratory medicine and pathology. The final culture report dated (B)(6) 2024 identified carbapenem-resistant pseudomonas aeruginosa, a multiple drug-resistant organism resistant to seven antibiotics including both carbapenems. MRI on (B)(6) 2024 confirmed osteomyelitis across vertebral levels c3 through t1, a 12 mm residual abscess at c6, and anterior paravertebral phlegmon extending from c5 to t2 with bilateral c8 and t1 nerve root involvement. The infection concentrated at vertebral levels that were not part of the original surgical consent. I also developed acute kidney injury, bilateral lung collapse, and edema during a 13-day extended hospitalization. I am requesting that the FDA investigate whether any look-back notices or market withdrawals have been issued for the specific allograft serial numbers and device lot numbers identified above. Three allografts from three separate deceased donors were co-mingled in a single surgical field. The implant record documents co-mingling as "yes." The implant record does not map which allograft was placed at which vertebral level, in violation of FDA tissue tracking requirements under 21 c.f.r. Parts 1270 and 1271. One depuy synthes locking screw failed intraoperatively at c3-4, resulting in 11 screws placed instead of 12. The surgeon's post-operative diagnosis after the (B)(6) 2024 incision and drainage was "no abscess, healing as expected" despite the deep tissue culture returning positive for carbapenem-resistant pseudomonas aeruginosa. The culture required referral to (B)(6) laboratory medicine and pathology in (B)(6) for identification. The final report was dated (B)(6) 2024. To my knowledge, this adverse event has not been reported to the FDA by the facility, the surgeon, or either manufacturer. I am requesting that the FDA investigate whether look-back notices or market withdrawals have been issued for the allograft serial numbers (B)(6) and device lot numbers (9260p45, 8307p85, 9843p39) used in this procedure. I also request that the FDA verify whether the facility, surgeon, and manufacturers complied with mandatory adverse event reporting requirements under 21 c.f.r. Part 803. Pt: 4553; 4845. Device: 2682. Reference reports: mw5186419, mw5186420.